Event description:
It was reported via clinic notes received by the manufacturer that the patient was experiencing an increase in seizures, approximately 2-3 a week, and migration of the vns generator. The patient underwent prophylactic vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
During product return attempts, it was revealed that explanted products are held by a pathology lab for 30 days and then are destroyed. Product return is not expected.